Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), tethered leaflets and small cardiac chambers for a mitraclip procedure. During the procedure, imaging was difficult due to implantation of transcatheter aortic valve implantation (tavi). A floating structure was noted on the guide tip. Aspiration was performed multiple times and it disappeared. The procedure was continued. A mitraclip (B)(4) was implanted. Post deployment, a single device attachment(slda) occurred from posterior leaflet. Per the physician, slda was due to patient's anatomy. Second mitraclip (B)(4) was attempted to implant to further reduce the mr and stabilize the detached clip. Due to high gradient and insufficient grasping, the clip was unable to be implanted. There was no adverse patient effects due to high gradient. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
H6. This is sent as a correction report. Code 2199 was removed and code 4641 was added. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), tethered leaflets and small cardiac chambers for a mitraclip procedure. During the procedure, imaging was difficult due to implantation of transcatheter aortic valve implantation (tavi). A floating structure was noted on the guide tip. Aspiration was performed multiple times and it disappeared. The procedure was continued. A mitraclip(cds-40815a1078) was implanted. Post deployment, a single device attachment(slda) occurred from posterior leaflet. Per the physician, slda was due to patient's anatomy. Second mitraclip (cds-40819r2037) was attempted to implant to further reduce the mr and stabilize the detached clip. Due to high gradient and insufficient grasping, the clip was unable to be implanted. There was no adverse patient effects due to high gradient. The mr was decreased to grade 2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was due to implantation of transcatheter aortic valve implantation. The reported unexpected medical intervention was a result of case specific circumstance as another clip was attempted to implant to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.